Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to lcd damage. A review of the receiver logs was performed and there was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).